Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
(B)(4). Concomitant medical products: fdb20, dvr classic drill bit fast 2.0 mm, zb160408. Fdb20, dvr classic drill bit fast 2.0 mm, zb160213. 231218012, alps elbow 1.3 mm square screwdriver, 155245. 829960040, alps foot 2.5 screw/imp module, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11076, 0001825034-2017-11077, 0001825034-2017-11075, 0001825034-2017-11079.

Event description:
It was reported that the instruments were rusty and stained. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.